Event description:
Reporter indicated that device diagnostic testing at office visit resulted in high lead impedance reading (dc-dc code 7), indicating possible device malfunction. It was reported that the pt had not suffered any recent injury or trauma that may have damaged the ncp system. The pt reportedly does not have violent seizures and does not pick at the implant site. It was also reported that the pt has never experienced any benefit from the vns therapy. No adverse event was reported in conjunction with the high lead impedance condition. Lead break is suspected.